Manufacturer narrative:
Continuation of concomitant products: 383069 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 383069 lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing and diminished sensing of p waves. It was further reported that the right ventricular (rv) lead exhibited potential pacing non-capture. The leads remain in use. No patient complications have been reported as a result of this event.